Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and sjogren's syndrome ('rash/skin condition') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, sjogren's syndrome, abdominal pain, dyspareunia, heavy menstrual bleeding, dermatitis allergic, fatigue, alopecia, migraine, weight increased and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, dermatitis allergic, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic pain, psychological trauma, sjogren's syndrome and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), pelvic / abdominal pain, sjogrens syndrome. Discrepancy noted in date of insertion 2008 (summons) and (B)(6) 2007 (pfs) right and left 4 rings. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-may-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and sjogren's syndrome ('rash/skin condition') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, sjogren's syndrome, abdominal pain, dyspareunia, heavy menstrual bleeding, dermatitis allergic, fatigue, alopecia, migraine, weight increased and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, dermatitis allergic, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic pain, psychological trauma, sjogren's syndrome and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), pelvic / abdominal pain, sjogrens syndrome. Discrepancy noted in date of insertion 2008 (summons) and (B)(6) 2007 (pfs) right and left 4 rings. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-apr-2021: mr received. Reporter information added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and sjogren's syndrome ('rash/skin condition') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, sjogren's syndrome, abdominal pain, dyspareunia, menorrhagia, dermatitis allergic, fatigue, alopecia, migraine, weight increased and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, dermatitis allergic, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma, sjogren's syndrome and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), pelvic / abdominal pain, sjogrens syndrome. Discrepancy noted in date of insertion 2008 (summons) and (B)(6) 2007 (pfs) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, sjogrens syndrome, fatigue, hair loss, migraine, weight gain, psych injury. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.